Manufacturer narrative:
The remainder of the investigation remains in progress. A supplemental report will be provided after completion. Single use; device discarded.

Event description:
The consumer reported false positive results via social media with the binaxnow covid-19 antigen self-test performed around (B)(6) 2022. This MFR. Report addresses test one (1) of two (2). Pcr confirmation was performed the same day and generated a negative result. Additional testing using an unknown brand of antigen test performed the same day generated a negative test. Although requested, no additional information was provided.

Manufacturer narrative:
The required intake information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. Notwithstanding, a review of complaints' trend reveals that all lots within expiry dating are performing according to the statements made in the package insert. In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issues as no information was provided for investigation. H3 other text : single use; device discarded

Event description:
The consumer reported false positive results via social media with the binaxnow covid-19 antigen self-test performed around 10oct2022. This MFR. Report addresses test one (1) of two (2). Pcr confirmation was performed the same day and generated a negative result. Additional testing using an unknown brand of antigen test performed the same day generated a negative test. Although requested, no additional information was provided.